Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was used to complete the procedure? No further information is available. Was the surgery completed successfully? No further information is available. Was the surgery delayed due to the issue? No further information is available. If yes how many minutes? Was there any alleged deficiency noted with the suture during the surgery? Please explain: no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass surgery on an unknown date; and a suture was used. During the procedure, the suture broke during vascular anastomosis. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/01/2020. A manufacturing record evaluation was performed for the finished device lot kmj392, and no non-conformances were identified.